Event description:
Boston scientific received information that during the implant procedure of this right atrial lead, this patient expired. The patient had been classified in class iii heart failure with an ejection fraction at 30%. During the right atrial lead implant, the patient exhibited electromechanical dissociation and asystole. Adrenaline was administered and cardiac massage performed. All efforts were unsuccessful and the patient then expired. The physician stated the death was not related to the boston scientific product and no return is expected.

Manufacturer narrative:
Should additional information become available, the event will be reopened and updated.